Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no samples or photos received for investigation, however corrective and preventative action was opened to investigate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the barrel flange damaged usually is from the plunger rod labeler process.

Event description:
It was reported that during use it was discovered that the syringe barrel was damaged and was only able to flush 1 ml with a bd syringe 5 ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was transferred to the ICU for the left ureteral calculi. After infusion, the indwelling needle was sealing. 1ea flush pushed about 1 ml, found the barrel sunken, causing the stopper can't push forward.